Event description:
Information received from the field notes that a patient with a history of pvc's was given a holter monitor to check drug therapy. The monitor showed pauses of up to two seconds in several places. The patient was not symptomatic due to the pauses. The monitor strips suggested inter- mittent oversensing causing inhibition of ventricular output. No other evidence of oversensing was observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received e3 - 000 - sales representative